Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance no sample / underinfusion. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from (B)(6) 2024 were analyzed. A space line was selected and the infusion started with a rate of 265ml/h and a volume of 500ml. The infusion was interrupted for a few minutes and continued. The volume was reached and the kvo-mode (keep vein open) started. At this time, 500ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed.

Event description:
According to the complainant a patient underwent cisplatin infusion therapy of 500 milliliters (ml) volume to be infused (vtbi) with a rate of 265 milliliters and hour (ml/h). Reportedly the cisplatin was expected to complete in 2 hours time. Upon supposedly completion time, soft bag was still found to have existing amount of approximately 100 milliliters (ml). The user added another 100 milliliters (ml) to continue to finish up the amount but around 10 minutes later still showed no signs of completion. Therapy was completed using another pump to finish. Overall took another 25 minutes to complete remaining volume in the bag. No patient complications were reported as a result of this event.